Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported problem, several components were damaged on the therapy pcb. Physio-control is replacing the device therapy pcb assembly to resolve the reported/observed issue.

Event description:
During a daily test, it was reported that there was a loud "pop" noise from the device when the nurse discharged 200 joules. There was a burn smell inside the device and an event code in the memory that related to capacitor energy dump failure. There was no patient use associated with the event.